Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2b medical device type: one additional code applies; jka.

Event description:
Report 4 of 6. It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed crack in the device at the connection to the holder, causing blood leakage. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary bd received two samples and one photo for investigation. Evaluation of both the photo and the returned samples indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 4 of 6. It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed crack in the device at the connection to the holder, causing blood leakage. There was no health impact or consequence reported.